Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that upon impacting the cup the impactor split. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: it was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: reported event was confirmed by review of visual inspection of the device confirmed the impactor had cracked. Metal debris was observed embedded into the surface of the device. Multiple dings and indentations were present, indicative of multiple uses across the field life. The potential field age of the device was determined to be approximately 7 years. It is unknown how many times the device was used during this field life. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.